Manufacturer narrative:
Correction: date of event should have been (B)(6) 2018 rather than (B)(6) 2018. Correction: the previously reported serial number, (B)(4) due to being unknown; the correct serial number is (B)(4).

Event description:
Additional information received indicated that during post implant check, a sudden increase in impedance was observed. Patient complained of chest pain while laying down and additionally during high output pacing. The following day, patient was admitted to the ER and a lead revision was performed on (B)(6) 2018. Prior to procedure patient was uncomfortable, but measurements were normal, extreme tenderness during procedure, and unknown status after procedure.

Manufacturer narrative:
UDI not available as the product serial number is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead perforation had occurred on the right ventricle requiring revision. No further information available.